Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they were unable to insert the component. The following information was provided by the user facility: the sheath cap and the device cap could not be locked properly, so the component could not be inserted in the sheath. The component was withdrawn and removed successfully. The angio-seal device was replaced by a new one to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery. Blood loss was reported to be less than 250 cc. The patient condition was reported to have no health damage. Hemostasis was achieved using the second device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.